Event description:
It was reported that a fracture occurred. The target lesion was located in the malignant neoplasm of rectum. A direxion catheter-infusion was selected for use. During the procedure, a fracture was found 10 cm after entering the vessel. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket/510(k) #: k142259, k163701.